Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the circumflex (cx). The 4.0x15mm rx vision stent delivery system (sds) was advanced however failed to cross the lesion. The hypotube separated during advancement. As the separation was outside the anatomy, the device was simply removed without resistance. The procedure was completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
Subsequent to the initially filed report, a user facility medwatch was received with the following information: during advancement of the stent, the shaft of the stent broke outside of the body. The stent was pulled out and was not delivered. A new stent was pulled and placed without difficulty. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: patient information updated. Description of event. Initial report sent to FDA. Report source. (B)(4).